Event description:
Humeral head distractor broke trying to remove stem and head during a revision surgery. Then broke t-handle while trying to trial glenosphere. Revision surgery was not encore product -tornier implants.